Event description:
The pump was received in the in-house bio-med shop with a note stating pump turns on and off by itself. No clinical details or contacts available. No patient injury or medical intervention reported.